Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer encountered repeated non-recoverable errors and a message to disable universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer power down the system, power-cycle the patient side cart (psc) circuit breaker and perform an emergency power off (epo). The system powered back on, and the reported issue persisted. The customer disabled usm 3 and continued with the procedure. The site continued to complete the procedure as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed a hard power-cycle on the system, and it powered up without any issues. The fse replaced the universal surgical manipulator (usm) due to error 319 found in the logs as a precaution. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed but did not replicate the reported complaint. The unit was installed into the test system, and it passed normal mode. The unit was put on the test platform, and it passed all tests related to the reported problem. A log review confirmed multiple errors 319 pointing to the set up joint (suj). The unit passed the direction test, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/axes controller motor (acm) fan and fiber tests.